Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that, during stored ventricular episodes, this cardiac resynchronization therapy defibrillator (crt-d) system displayed an isoelectric line on this right atrial (ra) lead channel. No adverse patient effects were reported. This ra lead remains in service.